Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for stroke and low blood glucose levels in the 40's mg/dl. The customer did not provide any further information about the incident and declined to speak the help line. The customer did not return the product back for analysis.